Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that after they went through security they started feeling a "buzzing" at the ins site. Patient turned stim off then back on and still feel the buzzing. Patient did not know if the buzzing stopped while the ins off. It was reviewed turning stim off and following up with healthcare professional (hcp) to have device checked. The patient was redirected to their hcp to further address the issue.